Event description:
It was reported that during a pharyngeal pouch procedure, the device jammed after firing. The release button would not release the jaws of the instrument. The device was broken in order to open the jaws. There was no patient consequence.